Event description:
It was reported that the usb cable and adapter do not charge the pump. The customer's blood glucose level was 297 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5, added code.

Event description:
It was reported that the usb cable and adapter do not charge the pump. In addition, it was reported that the pump depletes faster than expected. The customer's blood glucose level was 297 mg/dl. The customer was sent a replacement cable and adapter and customer continued using the pump for insulin therapy.